Manufacturer narrative:
Additional information: a visual evaluation of the device found that the device had been cut apart from the black heat shrink and separated by the customer. An examination of the handle assembly found the handle cannula was not secured under the screws. Furthermore, the device found the coil assembly was buckled from the distal end and the side car-rx presented pushback within specification. The wire basket assembly had been removed from the coil assembly and was cut into three sections. The distal section was cut from the proximal basket crimp, the medial portion was very bent and the proximal section remained inside the handle t-fitting. The basket wires were bent and deformed. Additionally, it was noted that the edge of the tip was pulled outward slightly, indicating the tip was beginning to separate from the wire. Further evaluation found the handle cannula set screw score marks to be properly centered in the dimples indicating the handle cannula had been properly assembled in the handle. Deep drag marks were found from the dimples to the proximal end of the handle cannula as the cannula was forcibly pulled out of the handle assembly. Moreover, the material specification for the strength of the pull wire and its joints conformed to the manufacturing specifications. The condition of the returned unit was consistent with the complaint incident that the tip failed to detach. It is possible the basket was too small for the stone which could have caused the tip to fail to detach. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause is "operational context." A review of the device history record (DHR) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2015. According to the complainant, a trapezoid¿ rx lithotripter basket was used in conjunction the alliance handle during lithotripsy. A stone was noted to be impacted. The physician tried to detach the distal tip of the trapezoid¿ rx lithotripter basket, however, the tip failed to detach. The catheter was cut at the proximal side and the stone inside the basket was crushed using a different lithotripter device. The basket was successfully removed and therefore completing the procedure. Additionally, no issue were noted with the alliance handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." Additional information as of june 14, 2015. The size of the stone they were trying to crush was 15mm ×10mm.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2015. According to the complainant, a trapezoid¿ rx lithotripter basket was used in conjunction the alliance handle during lithotripsy. A stone was noted to be impacted. The physician tried to detach the distal tip of the trapezoid¿ rx lithotripter basket, however, the tip failed to detach. The catheter was cut at the proximal side and the stone inside the basket was crushed using a different lithotripter device. The basket was successfully removed and therefore completing the procedure. Additionally, no issue were noted with the alliance handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.